Manufacturer narrative:
Four (4) bags were received for evaluation. Visual inspection revealed small translucent stands of particulate matter in all four bags. The morphology of the particles was found to be consistent with needle strikes. Chemical characterization revealed that the particles in the first and second bag were acrylic polymer. The particles in the third and fourth bags were consistent with polyethylene terephthalate (pet/polyester). Acrylic polymer and pet/polyester are not used in the manufacture of this product. The reported condition was verified for the four returned samples. The cause of the condition was not determined. The fifth bag was not received for evaluation by baxter. However, the fifth sample was sent to a third party laboratory for analysis by the customer. The sample was reported to have come back negative on all particulate matter tests. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foggy solution and particulate matter was found in five (5) units of 250ml exactamix eva tpn bags. It was not specified when in the process this event occurred. There was no patient involvement. No additional information is available.